Event description:
Complainant stated that after completing a 4 1/2 minute right in-stent restenosis treatment the radiation oncologist noticed blood in the fluid collection bag of the transfer device. No pt injury was reported.